Manufacturer narrative:
G4:04dec2020. B4:06dec2020. The device was evaluated by an international service technician and the reported phenomenon was not duplicated. The service technician performed a functional test, but no abnormality was confirmed in the unit. The customer's complaint could not be confirmed and the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
It was reported to philips that the proximal pressure line disconnect alarm occurred. There was a sense of ceasing airflow right after the alarm. The device was in use at the time of the event. No patient information was disclosed and neither therapy delay nor medical intervention to a patient was reported.